Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device remains in the patient. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a rotator cuff repair procedure as the surgeon was inserting the ar-2324bcc biocomposite swivelock suture anchor into the lateral row, the first half the anchor went in fine. However, as the surgeon continued to screw the anchor into the bone, the final fourth portion of the threads started peeling off of the body of the anchor. The rep stated the broken threads were fully retrieved by using a king fisher. The surgeon tugged on the tape and sutures to test if the anchor was secure. As the surgeon tugged on the anchor there was no movement and the anchor was securely seated into the bone. The anchor body was left fully seated and intact within the bone. The rep stated a quantity two ar-2324bcc were used in the procedure, and it cannot be confirmed which lot number was the one that had the peeling threads (lot: 10307452 or lot: 10309135). The retrieved threads were discarded by the facility immediately after the procedure. The bone was prepped by using the ar-1922p, 4.5 mm push lock punch. The rep stated the bone quality was between hard and medium, but definitely was not soft. The surgeon did not have to tap on the lateral row, but tapped on the medial row.